Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states .h3 other text : the customer is unable to return the device for evaluation.

Event description:
The caller reported that when he was driving, his blood glucose monitor started smoking and caught on fire. The customer reported that he threw the device out the window of the car.